Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no partial balloon deflation or defects unlike the preliminary photos. An initial photo was taken before the evaluation was conducted. Inflated balloon with 10 ml of solution using returned syringe and the catheter rested with no leaks noted. Deflated balloon passively in 2 minutes and 52 seconds with no cuffing or leaks noted. Dissected balloon and found that the notch was perforated completely. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample shows balloon slightly inflated. Based on physical sample received the product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the user discontinued the use of the foley catheter due to difficulty in withdrawing water during the pretest.

Event description:
It was reported that the user discontinued the use of the foley catheter due to difficulty in withdrawing water during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.